Manufacturer narrative:
The returned device was evaluated. When powered on the first digit of the led display does not illuminate. The device was tapped and the digit illuminated. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Internal inspection showed a potentially bad joint on pin 12 of the "d5" component on the system board. A bad connection on that pin would cause the first digit to not illuminate. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues related to this reported event.

Event description:
The customer reported the bpm window only displays 2 digits. It appears that the 1st column will not illuminate. No patient impact or consequences were reported.